Event description:
The system 7 dual rotary was sent for evaluation due to leaking an unknown substance at the customer account. The event did not occur during a surgical procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
A clean, lube and adjust was performed and the device was returned to the customer.